Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102. The cause for the service code was isolated to the j1000 jumper. There was an intermittent connection between the j1000 jumper the monitor's computer/analog pca. The root cause for the intermittent jumper connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 102 (charge profile fault).